Event description:
It was reported that during a ptca procedure, the guide wire broke off in the right coronary artery. It could not be removed, so the pt had to be sent to surgery for removal of the wire. The surgery was successful. No other info was provided.